Manufacturer narrative:
Device evaluation summary: the reported fails quality control issue was verified during service. Service technician observed the temperature calibration was off. The unit showed the heat black was 37.0 deg c. However the calibrated thermometer was only measuring 34.6. Service technician performed the temperature calibration through the quality control menu and verified that the temperature was now reading accurately. After the temperature calibration the thermometer was now measuring 36.9 deg c which matches what the unit was displaying. Completed a full diagnostic check and ran the acttrac which passed multiple times. Preventive maintenance was performed as per specification. The instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported that the unit will not pass quality control (qc) test. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.